Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer's blood glucose was 401 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that the cannula was completely bent. The customer performed high pressure test and the insulin pump passed. The customer also reported that they received no delivery alarm. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.